Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memoryshape breast implants 305cc (l) and 350cc (r) and developed a left side late onset seroma that was observed on (B)(6) 2019. The patient was sent to radiology to rule out bia-alcl. The cytology testing returned negative for malignancy per contact. The patient did present with bilateral baker grade IV capsular contracture. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503754bc, serial number (B)(4), lot number 7720300 (l) and 425cc, catalog number 3504254bc, serial number (B)(4), lot number 7715622 (r) on (B)(6) 2019. This report is for the right side.